Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced bent cannula symptoms/issue which were noticed within three hours of insertion. At the time of the event, his blood glucose level was 659 mg/dl due to a bent cannula, which they tried to treat with fluids, saline, insulin, and an unspecified medication intravenously (drug name unknown). Subsequently, on (B)(6) 2022, he went to the emergency room with high ketones and diabetic ketoacidosis. Further, his health care professional assessed it as dangerous and life threatening. During hospitalization, he received fluids, saline, insulin, and an unspecified medication intravenously (drug name unknown) but it did not resolve the issue. On (B)(6) 2022, he was released from the hospital and had no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.